Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the location of the patients ipg was causing pain and discomfort. The patient underwent an ipg explant procedure.